Event description:
Following placement of a 7 x 40 mm precise stent in the left common carotid artery and the left internal carotid artery, about a 15 mm long section of the delivery system remained on the embolic protection wire after the device was removed from the patient. The fragment included the tip and the distal marker of the stent delivery system (sds). The physician stated that he felt a slight resistance during removal. The physician used the capture sheath of the embolic protection device to retrieve the tip. The capture sheath was re-introduced to capture the embolic protection device, closed and removed. There was no reported injury to the patient. The control x-ray demonstrated right stent position and reconstruction of the vessel lumen. The patient was discharged from the hospital on october 25, 2006. The patient was a 60-year old male. The left femoral artery was punctured. The physician had no difficulty accessing the lesion with a guidewire. An 8fr. Introducer was inserted. The left common carotid artery was catheterized and then a guiding catheter 8f was placed. Epd (embolic protection device) accunet 6.5 mm was introduced and deployed by the level of c2. The stent was deployed and the distal mark of stent was located under loop of internal carotid artery by the level of c3 - low mark in common carotid artery. There was no difficulty advancing the sds to the lesion.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other" under section h3 code). Additional information will be submitted within 30 days of receipt.